Manufacturer narrative:
It should be noted that an incomplete capsulorhexis, in itself, will not lead to a capsule tear. The system assists surgeons by performing perforated incisions that would otherwise be created manually in the operating room. If there is an incomplete capsulorhexis, the surgeon has the option to complete the incision manually. A manual incision can introduce potential risk of tearing the capsule bag due to surgical technique. However, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm similar to what would be required in a manual cataract procedure. Based on quality assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported that during a laser assisted cataract procedure an incomplete capsulotomy was noticed in the patient's left eye. The doctor continued with the standard capsulorrhexis detaching the capsulotomy circumferentially and then noted a radial tear that could have resulted from the incomplete capsulotomy. The procedure was completed with the planned intraocular lens and no further harm to the patient.